Manufacturer narrative:
The local service staff of olympus checked the following to the subject clv-260 and no abnormality found. Also, this phenomenon was not reproduced. -visual inspection. -image quality. -light output. -internal inspection. -function test. Based on these checking, the local service staff and sales staff surmised as below. -the cable combined with the subject clv-260 was owned by the user. This cable could be faulty. The subject clv-260 was not returned to olympus medical systems corp.(omsc). Omsc checked the device history record of the subject clv-260 and no abnormality found. Omsc could not identify the root cause because the subject clv-260 was not returned to omsc. Based on these informations, omsc surmised this phenomenon might have been occurred by the fault of the cable combined with the subject clv-260. Clv-260 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The subject clv-260 which olympus loaned was used for the ebus procedure. The endoscopic image was flicking between color and black/white image when the patient had been sedated and the user set the scope combined with the subject clv-260. The user tried to solve this phenomenon, however this phenomenon was not solved. The user stopped the procedure and re-arranged the procedure. There was no report of the patient¿s injury regarding this event. The user reported this phenomenon occurred by the subject clv-260 because the subject clv-260 was the loan.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code."